Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was explanted and replaced. No patient symptoms were reported. No further information could be obtained.

Manufacturer narrative:
(B)(4).